Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. It was reported that the patient had a rash under the lifevest and her doctor prescribed her a cream for the irritation. During a follow up the patient reported that the rash had cleared up due to the cream provided by the doctor. There was no alleged device malfunction associated with the irritation.